Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the keypad buttons were under responsive. The customer alleged that the up, down and ok and contrast buttons were under responsive to user presses. The customer also alleged that there was moisture located behind the display. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12-jun-2019 with the following findings: the keypad cover was intact and without damage. There was no damage of the button contacts. Testing of the keypad buttons was not able to be completed. The pump was received in a condition that made investigation of the issue impossible. Unrelated to the original complaint, the display screen was noted to be blank due to moisture damage inside the pump.